Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported unexplained high blood glucose. She stated last night her blood glucose was 480 mg/dl, and it rose to 583 mg/dl. Today, her blood glucose was 305 mg/dl. She has been treating with the device and shots. Customer called her doctor, who told her to change her infusion set and call the help line. Customer stated her highs started when she changed infusion sets from sof sets to quick sets. Customer experienced grouchiness, thirst, heavy breathing, and frequent urination. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was occluded. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.